Manufacturer narrative:
The investigation determined that a lower than expected vitro's digoxin (dgxn) result was obtained from a non-vitro's (biorad) quality control fluid when using vitro's dgxn slide lot 1918-0254-9765 on a vitro's 5600 integrated system. The assignable cause of this event is unknown. Vitro's dgxn slide lot 1918-0254-9765 in use cannot be confirmed as contributing to the event, as this lot showed acceptable performance on an alternate instrument at the customer site. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitro's dgxn lot 1918-0254-9765. The vitro's 5600 system cannot be confirmed as contributing to the event, as the performance of slide lot 1918-0254-9765 did not improve after service. However, an alternate slide lot (1918-0254-0664) performed acceptably without any additional actions taken other than putting this alternate lot into use. Historical quality controls for vitro's dgxn lot 1918-0254-9765 showed some inaccuracy and imprecision both before and after service. Passing vitro's crbm and failing vitro's dgxn precision tests were obtained prior to an ortho field engineer (fe) going on site to perform service actions. Following service actions (which included replacing the iwf tubing, evaporation caps, and rate lamp) a vitro's crbm precision test was passing. Although a vitro's dgxn precision test was not repeated after the service actions, the quality control results that followed the service using the same in-use lot of vitro's dgxn were inaccurate and imprecise, indicating a likely issue with the reagent and not the analyzer. Implementation of new vitro's dgxn lot 1918-0254-0664 brought the quality control results back to expectation.

Event description:
A customer obtained a lower than expected vitro's digoxin (dgxn) result from a non-vitro's (biorad) quality control fluid when using vitro's dgxn slide lot 1918-0254-9765 on a vitro's 5600 integrated system. Non-vitro's biorad quality control l3 lot 40963, vitro's dgxn result 1.99 ng/ml versus dgxn expected result 2.9 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros dgxn result was obtained from a non-patient, quality control fluid. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4) and ivd (B)(4).